Event description:
Customer reports a fiber leak on reuse number 3 at the onset of treatment noted by visible blood in the dialysate lines and confirmed with hemastix. Treatment was continued with new disposables without incident. Estimated blood loss was 250cc. No pt injury or medical intervention reported.